Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. The device history record was reviewed for lot number aa4195n18, the device was manufactured according to specification requirements. Per incident comments, the device was in use for an extended period of time (more than 90 days); which, indicates that the device did not show this defect at time of placement and the tube performed as intended. Information related to the product care (dfu) was provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that the transgastric-jejunal feeding tube broke off below the balloon while in the patient. The transgastric-jejunal feeding tube was originally placed on (B)(6) 2015. On (B)(6) 2015, the patient was able to pass the tube as it was hanging out on the patient's anus. The doctor was able to remove the tube from the patient¿s bottom without issue. The transgastric-jejunal feeding tube portion was still in the patient¿s stomach with the balloon inflated. The doctor had to deflate the balloon to remove the remaining portion of the enteral feeding device from the patient¿s belly. A new transgastric-jejunal feeding tube was placed in the patient without issue. It was reported by the doctor that there was no injury to the patient during the tube removal or replacement.